Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state:(B)(6) country: united states of america zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced a tape not sticking event on 11-mar-2026, as the adhesive was not strong.